Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that for the last 8 months the up and down arrows appear to be sticking when pressed, or only responding when pressed very hard. There are reportedly no rips/tears in the keypad, but the up and down arrow symbols are worn off of the rubber. There have been no blood glucose excursions related to this issue. The pump is worn in a pocket and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that the up arrow and down arrow keypad buttons were intermittently responsive. The ok keypad button responded to button presses as expected. The keypad cover was removed and the up/down arrow key contacts were found to be inverted. There was evidence of contamination found under the key contacts.